Event description:
The customer stated that she tested her glucose and received a reading of 166 mg/dl using her contour ts meter. She then took 3 units of insulin. She retested two hours later and received a reading of 224 mg/dl. She went to the emergency room a few hours after that because she was concerned about her glucose rising after taking so much insulin. The emergency room tested her blood glucose at 44 mg/dl. The customer did not mention what type of treatment she received while at the hospital. The customer also mentioned another occasion when a lab test was performed while she was at the doctor's office. The lab test result was 56 mg/dl, while the customer's meter read 107 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The meter and test strips are to be returned for evaluation.